Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4),implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 97791, serial# (B)(4), product type: accessory. Product ID: 97791, product type: accessory. Product ID: neu_wrench_acc, product type: accessory. (B)(4)

Event description:
The health care provider (hcp) reported via the manufacturer representative that the patient entire system was explanted. The reason for explant was because the leads were never in the right place since implant and the patient was getting no relief from their pain. Prior to the explant, attempts were made to reprogram the device but the reprogramming did not provide relief. The patient was relieved to have the device out and continued to see their health care provider (hcp) for conventional treatment. The indications for use were for spinal pain and post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The leads (model: 977a260, serial: (B)(4)) were returned and analysis was conducted. No anomalies were found. The following codes apply to the leads (model: 977a260, serial: (B)(4)). (B)(4). The following fdc code applies to the lead (model: 977a260, serial: (B)(4)) (B)(4).